Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; d4; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified the shell threads on and off the inserter without resistance. The lead thread of the inserter visually appears rolled. There are gouges along the shaft of the inserter. There are scratches present on the end of the strike plate. The shell has gouges, nicks, and scratches present on the top flat rim surface and within the i.d. No other damage was noted during visual evaluation. No thread gauges were used to verify threads on either device due to damage. The inserter device has an approximate field age of 5 months. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the medical records confirmed the reported event of the inserter not being able to be detached from the cup. The procedure was completed without further complication or events. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records and device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h4; h11. The product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: g7 pps ltd acet shell 52e: catalog#010000663, lot#j7880272. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the insertion instrument was unable to be unscrewed from the acetabular shell. The cup was removed from the surgical site using an additional instrument and a new cup was successfully implanted. There was a thirty (30) minute surgical delay as a result of the malfunction however no patient impact has been reported. All available information has been provided.